Manufacturer narrative:
Additional information: g4, h2, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred when performing transseptal puncture. Fluoroscopy confirmed a small effusion with no intervention required. There were no performance issues with any abbott devices.